Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the control unit was not functioning on the small battery drive device. It was further determined that the device did not respond when triggered so the device was disassembled and it was found that the electronic control unit (ecu) magnet plate was worn and fell off. It was further determined that the motor was noisy and the magnetic poles had worn off. It was further determined that the device failed pretest for check the off/osc/on switch mode function, check the oscillation angle, check switching function and check the triggers and ecu function. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown but was noted to have occurred in (B)(6) 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.